Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted during a transobturator tape (tot) and cystoscopy procedure performed on (B)(6) 2011. As reported by the patient's attorney, the patient had experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implanting healthcare facility is: (B)(6). (B)(4).